Manufacturer narrative:
(B)(4). D10: 00875705801 continuum tm shell clust 58 ll 64217677 unk stem unk. G2: foreign: new zealand. Suggested component code: mechanical (g04) ¿ head. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: serum titanium 0.06 (normal <0.08), this confirms the metal ion levels to be within normal limits. No test results provided for allergies. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that a patient had an initial left hip arthroplasty performed. After two revisions (liner and stem), the patient reports that he is seeking revision of the acetabular shell due to a systemic reaction to his metal implants.